Manufacturer narrative:
**UDI related data quality updates only**. This is a supplemental report correcting the unique device identifier (UDI) information in section d4. Following the initial report submission, it was identified that the UDI information initially provided was incorrect.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the cable's hdmi connection to the video laryngoscope was loose and resulted in intermittent loss of image when the cable was manipulated. The procedure was completed using an unknown backup device which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the subject glidescope core smart cable used during the reported procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable but was unable to confirm the reported connection failure. When connected to known, good, test verathon equipment, the cable functioned as intended. No sign of damage was observed. The customer's smart cable passed verathon's device functionality testing. The video laryngoscope used with the glidescope core smart cable during the reported event was not made available to verathon for evaluation. Upon completion of verathon's device evaluation, the smart cable was scrapped due to the customer already being provided a replacement. No further investigation is required at this time. Verathon will continue to monitor for trends.